Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for troponin t hs on a cobas e801 module. Patient 1 initial result was 27 ng/l. The repeat result was 6 ng/l. On (B)(6) 2021 patient 2 initial result was 62.6 ng/l. The repeat result was 30.2 ng/l. On (B)(6) 2021 patient 3 initial result was 151 ng/l. The repeat result was 51.5 ng/l. The questionable results were reported outside of the laboratory. The troponin t hs reagent lot number and expiration date were not provided.

Manufacturer narrative:
For the additional 2 patient samples provided in supplemental report 1823260-2022-00017-01: no questionable results were reported outside of the laboratory. The customer repeats all patient samples with positive troponin t hs results. A high number of sample alarms were observed on the customers' alarm trace data. No instrument issues were identified. The investigation determined the event was consistent with a preanalytical sample handling issue at the customer site.

Manufacturer narrative:
Additional discrepant troponin t hs results were provided for 2 additional patient samples: on (B)(6) 2021 sample ID (B)(6) (patient 4) had an initial result of 47 ng/l. The sample was repeated twice with results of 286 ng/l and 44 ng/l. On (B)(6) 2022 sample ID (B)(6) (patient 5) had an initial result of 332 ng/l. The sample was repeated twice with results of 28 ng/l and 28 ng/l. It is not known if the questionable results for these additional 2 patient samples were reported outside of the laboratory. This information was requested but was not provided. Section b6 was updated. Section b7 was updated.